Event description:
It was reported that after deploying a vena cava filter, the tip on the pusher wire became caught on one of the hooks of a filter leg while pulling the delivery system out. This caused the filter to shift caudally, approx 3 cm, with one of the filter legs moving into a lumbar vein. The filter remains in the pt and no injury to the pt was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not returned for evaluation as it remains implanted. It is unk if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The IFU (info of use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.